Manufacturer narrative:
The unit was received with a minor scratched lcd window. The unit failed to vibrate during self-test due to a broken black vibrator motor wire. (B)(4).

Event description:
The customer called in to report a vibrate anomaly. Customer stated they programmed the insulin pump to receive vibrate alarms, however it only beeps and doesn't vibrate. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.